Event description:
Report received from baxter affiliate states "rupture/reservoir during pt use." Device contained unknown amount of fluouracil. Reporter states that the "solution did not leak out of the housing and the pt was not exposed to the contents of the device after the rupture occurred." Per reporter customer reported no pt injury and no medical intervention was required as a result of the reported condition.